Event description:
As reported, it was a case of an implant of 23mm edwards sapien 3 ultra transcatheter heart valve, in aortic position by transfemoral approach. The patient had severe calcification of the femoral artery. During procedure, the valve was stuck inside the esheath. The resistance was felt at the middle part of the esheath. The patient had a vascular dissection, and the procedure was aborted. A stent was implanted on the patient's femoral artery. The esheath was not inserted at a steep angle. The valve frame is intact no visible damage at all. The esheath was not deformed nor damaged. As per medical opinion, a severe calcification of femoral artery prevents the e-sheath expansion mechanism.

Manufacturer narrative:
The investigation is ongoing. The device is not returning.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. The work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was unable to be confirmed without the returned device or procedural imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. As reported ''it was a case of an implant of 23mm edwards sapien 3 ultra transcatheter heart valve, in aortic position by transfemoral approach. During procedure, the valve was stuck inside the esheath. The resistance was felt at the middle part of the esheath. The patient had severe calcification of the femoral artery.'' Additionally, ''as per medical opinion, a severe calcification of femoral artery prevents the e-sheath expansion mechanism''. Per IFU/training manual ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification.'' Calcification can reduce vessel luminal diameter creating a constrained effect on the sheath and preventing optimal sheath expansion during delivery system advancement leading to increased resistance. As such, available information suggests patient factors (calcification) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) and a corrective action preventative action (CAPA) were previously initiated to capture the investigation of these type of events and drive any potential corrective/preventative actions.